Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. No system malfunction was found.

Manufacturer narrative:
The field service engineer reported that there was an alarm on the centrifuge unit of system caused by a power surge within the laboratory. The alarm that occurred is an over current protection detection alarm which stops the system. All affected racks are sent to an error tray. All affected samples must be inspected and re-centrifuged if needed. The field service engineer reset the centrifuge unit. He ran samples on the system and it performed to the customer's satisfaction.

Event description:
The customer stated that they received centrifuge errors on their mpa 7 plus pre-analytics system. The errors were occurring for centrifuge two and the customer stated that centrifuge one would not centrifuge. The customer also stated that two patient samples had erroneous results reported outside of the laboratory for ise indirect k for gen.2 (potassium) since the mpa 7 plus system did not centrifuge them correctly. The first sample initially resulted as 6.2 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 5.4 mmol/l. The repeat result was believed to be correct and was reported outside of the laboratory. The patient was treated based on the repeat result. The second sample initially resulted as 4.3 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 2.9 mmol/l. The repeat result was believed to be correct and was reported outside of the laboratory. The patient was treated based on the repeat result. The patients were not adversely affected. The potassium electrode lot number and expiration date were asked for, but not provided. The samples were measured on one of three cobas 6000 c (501) module - c501 analyzers, but the customer did not know which one was used. The serial numbers of the c501 analyzers are (B)(4). The field service engineer determined that a driver board failed. He replaced the driver board. He ran racks on the system and the customer was satisfied with operation.